Event description:
Technician was performing preventive maintenance when he discovered: no functions work on the bed. There were no reported injuries. He replaced the f13 fuse, and this resolved the loss of bed functions, no power to the bed.